Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found that the pump will turn on when the case is pressed. This is caused by a failed upper hook switch. When the pump is on and the case is pressed, the pump will not power off. However, when the pump is delivering fluid and the case is pressed, the pump will alarm "door open" followed by "reload set" followed by "system error 322." At this time, the date of event is unk.

Event description:
It was reported that a pump turns on when the case is "squeezed." The customer stated that there was no pt injury.